Event description:
It was reported that the spectrum pumps at the facility display upstream occlusion message during therapy (medication and programmed amount unknown). When the rate is set to 999 ml/hr, the occlusion alarm occurs. The customer indicated that no occlusion alarm is seen when the rate is set to a slower rate or normal rate. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.